Event description:
It was reported that during a stent placement procedure for treatment, the stent suture broke. A second unit was used to successfully complete the procedure. The pt's condition after the procedure was fine.